Manufacturer narrative:
The returned device was evaluated. The device passed functionality testing and no critical errors were recorded in the log files. The unit was placed in burn-in oven for 4 hours and no errors occurred and the unit functioned as designed. Internal inspection found the instrument board to the connectivity board flex cable was slightly askew. The customer's complaint was not duplicated.

Event description:
The customer reported the device turns off without warning and doesn't turn on at all. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device turns off without warning and doesn't turn on at all. No patient impact or consequences were reported.